Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A vfms check failure alarm occurred during a routine hemodialysis treatment. Clear fluid was observed under the cycler. Rinseback of the patient's blood was not performed due to suspected clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak in a tubing bond joint which was most likely caused during the manufacturing process. The cycler alarmed appropriately. All cartridges are 100% leak tested during the manufacturing process. This appears to be a random isolated event. There have been no similar events reported for this lot of cartridges. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.